Manufacturer narrative:
Replaced inspiratory and expiratory flow sensors to fix the reported issue. (B)(4).

Event description:
The hospital reported that, during patient use, ventilator stopped working. Unit alarmed "insp flow sensor eeprom failure". There was no reported patient injury.